Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the black box showed multiple power on reset events on (B)(6) 2017. The battery compartment and cap were undamaged and were able to fit securely. Moisture corrosion was found on the display screen inside the pump. The pump powered up with auditory and vibratory alarms to a blank screen. The pump cover was removed to find further moisture on the printed circuit board. The power complaint was unable to be investigated due to the blank display. (B)(4).